Manufacturer narrative:
An event of movement disorder, stroke/cva, and respiratory insufficiency was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had a respiratory arrest and required cardiopulmonary resuscitation (CPR) from the team, and the anesthetic team stabilized the patient. The valve was deployed at a height of 3mm at non-coronary cusp (ncc) and 7mm at left coronary cusp (lcc) with zero trace of leak and no gradient. After the procedure, the patient had a dilated right pupil and had a right arm deficit with movement. It was suspected stroke and the patient was transferred to the stroke unit. The patient had heart disease and hypertension. Based on the information received, the root cause of the reported movement disorder, stroke/cva, and respiratory insufficiency could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was chosen for a transcatheter aortic valve implantation (tavi) using a small flexnav delivery system. The annulus perimeter was 69mm. The valve was loaded as per instructions for use (IFU) and was inserted into the patient, tracked to the annulus, and crossed the native aortic valve with no issue. The valve deployment began and at 80% opening of the valve, and valve was at an acceptable height. At that point, the patient had a respiratory arrest and required cardiopulmonary resuscitation (CPR) from the team, and the anesthetic team stabilized the patient. The valve was deployed at a height of 3mm at non-coronary cusp (ncc) and 7mm at left coronary cusp (lcc) with zero trace of leak and no gradient. When the patient woke up after the procedure, the patient had a dilated right pupil and had a right arm deficit with movement. An emergency brain computed tomography (CT) was booked for suspected stroke, and a left m2 branch thrombus was noted. The patient was transferred to the stroke unit. A percutaneous endovascular clot retrieval (ecr) was performed using a catheter by interventional neurologists. After the procedure, the patient had a good recovery and returned to full body movement. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 15 march 2024, a 25mm navitor valve was chosen for a transcatheter aortic valve implantation (tavi) using a small flexnav delivery system. The annulus perimeter was 69mm. The valve was loaded as per instructions for use (IFU) and was inserted into the patient, tracked to the annulus, and crossed the native aortic valve with no issue. The valve deployment began and at 80% opening of the valve, and valve was at an acceptable height. At that point, the patient deteriorated and required cardiopulmonary resuscitation (CPR) from the team, and the anesthetic team stabilized the patient. The valve was deployed at a height of 3mm at non-coronary cusp (ncc) and 7mm at left coronary cusp (lcc) with zero trace of leak and no gradient. When the patient woke up after the procedure, the patient had a dilated right pupil and had a right arm deficit with movement. An emergency brain computed tomography (CT) was booked for suspected stroke, and a left m2 branch thrombus was noted. A percutaneous endovascular clot retrieval (ecr) was performed using a catheter by interventional neurologists. After the procedure, the patient had a good recovery and returned to full body movement. The patient was reported stable.